Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call from the customer's mother that customer was hospitalized due to high blood glucose levels of 568 mg/dl. Customer was first in the emergency room, and then was admitted into the ICU. The customer had symptoms of vomiting, dehydration, and lower back pain. Customer was wearing the device at the time of admission. The cause of the visit was due to diabetic ketoacidosis. The customer was treated and his blood glucose levels went back down. Caller stated that when the customer went back on the insulin pump after the hospitalization, his blood glucose readings went high again. The caller stated that they found the infusion set cannula was bent. Caller performed troubleshooting. No products were replaced or returned.